Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus and basal delivery. The customer performed a system check on her own and ran insulin through the lines; however. Did not verify that the luer lock was secure. No damage was noted to the cannula. The customer changed the pump supplies before it "worked". The customer's blood glucose (bg) level was over 240 mg/dl and insulin injections were administered to address the bg level. The customer was to use insulin injections to manage diabetes.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. (B)(4).